Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when handpiece got hot and caused a burn on inner right cheek and on corner of the lip.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when handpiece got hot and caused a burn on inner right cheek and on corner of lip. During product evaluation it was found that bearings are grinding, the head is dented/damaged which causes the back cap button to stick in. As a result the back cup button interferes with bearings which caused the head to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).